Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the lot number of the device is currently unknown. D10: associated medical devices: unknown pe liner; item#: unknown; lot#: unknown. Unknown 52mm trilogy cup; item#: unknown; lot#: unknown. Unknown uncemented bi-metric stem size 9; item#: unknown; lot#: unknown. G2: foreign: event occurred in denmark. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eighteen years after the initial left hip arthroplasty, the patient presented to the emergency room with several days of left hip pain and a history of multiple previous falls. X-ray imaging revealed a fractured ceramic femoral head implant. Five days after the diagnosis, the patient underwent a revision surgery to replace the fractured ceramic head, along with the liner. Due diligence is in progress for this complaint; no additional information or product has been received at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, a5, a6, b4, b5, b7, d6, g2, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately eighteen years after the initial left hip arthroplasty, the patient presented to the emergency room with several days of left hip pain and a history of multiple slip/trip related falls. X-ray imaging revealed a fractured ceramic femoral head implant. Five days after the diagnosis, the patient underwent a revision surgery where the fractured femoral head was found and also resulted in damage to the liner and wear at the joint surface. The head and liner were revised without complication. Attempts have been made and no further event information has been provided at the time of this report.